Event description:
It was reported that the atrial and ventricular leads were found to be in the superior vena cava area after the device check found there was no capture and no sensing on either lead. Both leads were removed and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.